Event description:
It was reported that deflation issue and removal difficulties were encountered. A 3.00 x 28mm synergy drug-eluting stent was advanced and deployed in the coronary vessel. The balloon stent delivery system (sds) was inflated at nominal pressure and deflated for 30 seconds with issue. The physician then noticed that the balloon was "sticky" and stent delivery system (sds) was difficult to remove. Pulling negative multiple times were made to remove the balloon which caused pulling of the guide catheter into the artery. The deflated balloon was successfully removed and the procedure was completed with stent implanted. No patient complications were reported.